Manufacturer narrative:
(B)(4).

Event description:
Literature: cacciola f, farah jo, eldridge pr, byrne p, varma tk. Bilateral deep brain stimulation for cervical dystonia: long-term outcome in a series of 10 patients. Neurosurgery. Oct 2010;67(4):957-963. Summary: the authors reported on the long-term outcome of their patients with bilateral gpi deep brain stimulation in cervical dystonia. Ten consecutive patients from (B)(6) 2002 to (B)(6) 2008 were followed; their mean age was 52.2 years. On the total twisters score, an overall improvement was seen; three patients had excellent improvement, 4 were good and 3 were moderate. On the severity subscale score, all patients were classified as responders with a mean improvement of 66.6%. Three had excellent, 5 good, and 2 moderate improvements. On the pain subscale score, all but 1 pt responded to treatment, with a mean improvement of 58.3%. Five had excellent, 1 good, and 3 moderate improvement, whereas 1 pt failed to respond. On the disability subscale score, all patients responded with a mean improvement of 80.7%. Seven had excellent, 2 good, and 1 moderate improvement. There complications were reported. Reportable event: this report is for one pt who experienced an infection of the entire system. The affected hardware was removed and replaced after appropriate antibiotic therapy and resolution.